Manufacturer narrative:
The customer returned the device for investigation. The reported failures could not be confirmed during investigation. The lancing device was tested with test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegations. All product batches of the roche diabetes care gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the coaguchek xs softclix. The customer stated the priming button is not catching. He stated when the button does catch, the needle protrudes from the end cap.